Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was recently hospitalized due to a low blood glucose level. Customer reported losing consciousness. Blood glucose level at the time of admission was not provided. No further details of the hospitalization were provided. Customer stated that the low blood glucose level may have been due to the insulin pump's settings being recently changed by his endocrinologist. Blood glucose level at the time of the call was not provided. No further information was provided.